Event description:
The customer reported that the system lost functionality. Further information was received from the fse indicating that the system locked up and all functions were lost. Functionality was recovered with a system reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator high voltage circuit was evaluated and replaced. The system was tested and found to be working as intended and returned to service.